Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported bubbles were created below the pump.

Manufacturer narrative:
The device history record could not be reviewed because the lot number and product were unknown. No sample was received for evaluation; therefore, a root cause could not be determined. An investigation was conducted with the cross-functional team and found process and controls were followed correctly. We will continue to monitor and take action as applicable.